Manufacturer narrative:
The device was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the pt experienced trauma and bleeding due to cuffing of the catheter upon removal.